Event description:
It was reported that a pt underwent an open left indirect inguinal hernia repair on (B)(6)2008. The pt completed the 24 months/2 year patient follow-up questionnaire on (B)(6) 2010, and reported that the hernia has recurred in (B)(6) 2009. The pt reports seeing a physician or the original surgeon who also indicated a recurrence. The pt has not had a re-operation and is not taking any pain medication.

Manufacturer narrative:
(B)(4) - hernia recurred. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.